Manufacturer narrative:
Balt USA has aligned the united states mandatory reporting process with balt extrusion. Under this improved reporting process, "similar devices" between balt extrusion and balt USA have been defined. All complaints received by balt extrusion and related to such similar devices which are marketed in the united states by balt USA shall be evaluated by balt USA according to MDR requirements. A retroactive analysis was performed on legacy complaint records to identify any prior occurrences deemed MDR reportable. This complaint has been deemed MDR reportable under this program and recorded in the balt USA complaint management system. Balt USA's reference number: (B)(4). Here is the summary of event and investigation as reported by balt extrusion: "presence of holes appearing to be perforations by the guide or the mandrel."

Event description:
It was reported that: "leaking microcatheter."